Manufacturer narrative:
The subject base liquid oxygen unit, caire liberator 30 (sn (B)(4)), was not returned to the MFR for testing. However, the unit was returned to the home health care facility, where is was tested and no failures were detected with the device. Normal maintenance was performed on the device and the qdv was exchanged. The unit was placed back into normal rotation.

Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as follows: after filling a portable unit, the pt removed the portable and the qdv on the reservoir was frozen open. All the contents of the reservoir completely emptied. No injuries were reported.